Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screws stick to cardan driver tip so much that the screw pulls out of bone with the driver.

Manufacturer narrative:
The devices associated with this report were not returned. Previous investigations found it appears the end user pushed the tapered hex of the screwdriver too far into the head of the screw. Previous evaluations involving depuy engineering has determined that if manufactured to drawing specifications the tolerances allowed for the instruments/devices should not create a fit where expected results are not achieved. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.